Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the guide tooth damaged causing the helix functions difficulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged and upon the second attempt to position, the lead helix would not deploy. The lead was removed and outside the body the lead helix was difficult to deploy but eventually it did with tissue growth noted in the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.